Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn noted that the patient's cvp became negative at 0445hr on (B)(6) 2016. Plasmalyte was being infused through the lumen. She checked the line, and the distal pigtail was noted to have become disconnected from the catheter hub. No known force was applied to the catheter. No sutures around the pigtail at this point. The catheter was removed from the patient after only one day use. There was no harm to the patient. Therapy was ceased and the device was removed from the patient. The disconnect was noticed quickly as the central monitor alarms went off. A new kit was opened and used without issue. The insertion site was the right jugular. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the distal extension line disconnected from the catheter hub was confirmed. Returned was a 3-lu men catheter. The customer also provided a photo of the sample. The distal extension line was separated at the entrance to the juncture hub. The overall length of the distal luer hub and extension line tubing measured 11.3 cm, which is consistent with the extrusion graphic. Microscopic examination showed that the end of the extension line was flat and had not been torn. Examination of the juncture hub showed that the extension line had been inserted much less than 1 mm into the juncture hub during molding. A review of the device history records did not reveal any relevant findings. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.